Event description:
The sales rep reported that the patient underwent a revision to release the distal catheter that showed on an x-ray to be curled up and restricting flow. After releasing the catheter and unsuccessfully gaining adequate flow, the entire system was removed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.